Event description:
It was reported that this right ventricular (rv) lead had a red alert due to rise in shock impedances out of range greater than 125 ohms. Recommend monitoring at this time, and to increase the alert value to 150 ohms and to consider a commanded shock at that time. The lead remains in-service. No adverse patient effects were reported.